Event description:
Reporter indicated that a vns pt was hospitalized due to kidney problems. During this hospitalization, the hosp physician noted that the pt was experiencing bradycardia. Further follow up revealed that the pt was to undergo surgery for a pacemaker. Good faith attempts to obtain additional info have been unsuccessful. The relationship between the bradycardia event and the vns therapy is unk at this time.